Event description:
It was reported that the remote monitoring transmission indicated the device had an electrical reset. It was also noted the device was at end of service. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.